Manufacturer narrative:
This patient was admitted for a lead revision. The device remains implanted but was moved sub-muscular. Should any additional information related to this event become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had unexplained syncope while driving. Upon device interrogation several episodes of noise were noted on a non-boston scientific defibrillation lead. Impedance ranged from 500-1115 ohms in a three month period. Thresholds increased from .6ms to 2.6v at .5ms. Rwaves decreased from 16mv to 3mv. The device was later explanted due to normal battery depletion and returned for analysis.